Event description:
It was reported that the device would not power on. There was no pt use associated with this event.

Manufacturer narrative:
The customer confirmed that the device would not operate on ac power either. Physio-control provided customer with an estimated cost of repairing the device, which the customer declined. Due to the cost of the repair. A new device will be purchased. The root cause of the reported failure cannot be determined due to the device being retired.